Event description:
During an off label procedure to close a fenestrated "fontan," there was a power failure in the cath lab. Device inadvertently released in the la and was withdrawn with a snare through a 14f sheath introduced via transhepatic access. Patient developed bleeding around and outside the liver. Bleeding was reportedly due to the introduction of the large 14f sheath.